Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient developed an itching sensation, burning sensation, rash, redness, dry skin, and scar extending beyond the patch perimeter. After the event the patient applied an unspecified prescription topical cream to the area and used smith and nephew skin prep wipes. No additional patient or event information is available.